Event description:
Provider was using a perclose device in patient's left groin for a percutaneous endovascular aaa (abdominal aortic aneurysm) repair. He informed staff that he couldn't remove one of the devices from the artery, he needs to do a cut down to remove device and complete surgery. Per provider, the "legs" on the perclose didn't go down like they were supposed to when deployed making removal of the device impossible. Cut down performed to remove the device and finish surgery.